Manufacturer narrative:
The referenced device was returned to the olympus service center. The evaluation found there was no sdi output image due to a defective (dx) board. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that an excessive static electricity was applied through the sdi output terminal during equipment installation, and the sdi driver ic failed. Olympus will continue to monitor complaints for this device.

Event description:
During installation, the evis exera iii video system center had rear panel connector issues as there was no output on both sdi (serial digital interface) ports. No patient involvement was reported.